Event description:
A malfunction alarm occurred with a malf 0 code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, which resolved the issue. Customer was advised to continue using the pump and contact support if the issue recurs and expressed understanding of the instructions.